Manufacturer narrative:
MDR / initial 1 of 3. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a high blood glucose event involving three infusion sets on (B)(6) 2026 due to the infusion set connector cover not coming off during cocking of the spring, and the event was treated with a correction bolus via the pump.